Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? Was it used on thick tissue? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Was the cartridge correct inserted, did they hear the ¿click¿? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? Has this any impact on the patient, the surgery or the healing process? What was the patient¿s pre-op diagnosis? Please provide the patient¿s sex, age and weight. What is the current status of the patient? Is there any other additional information you would like to share about this device or procedure?

Event description:
It was reported that during a video assisted right middle lobectomy procedure, the healthcare professional identified that the device was fired successfully three times. On the fourth fire, the device apparently fired successfully but refused to open after. A second device was opened and fired close to the original cut line, enabling the original device to be removed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.